Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "at 11:00 on (B)(6), the nurse found that the PICC extension tube was leaking when the nurse was checking the equipment for PICC catheterization at the bedside and replaced it immediately."